Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted into the patient¿s body. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to sui with urethral hypermobility.

Manufacturer narrative:
(B)(4).in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent total vaginal hysterectomy on (B)(6) 2011 due to severe dysmenorrhea and s/p endometrial ablation. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent interstim tine lead and generator placement, fluoroscopic guidance for needle placement and electronic analysis and complex programming on (B)(6) 2012 due to urgency and frequency. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urge incontinence.